Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in los angeles, california. Tubings length (cardioplegia and patient) was shortened on this unit according to the device instructions for use and they were also insulated and had no contact with each other. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t had an issue related to insufficient cooling during procedure. The unit was warming up despite being set to a much lower temperature: initially it cooled down to 18 degrees, but would not cool further, instead warming to about 20-22 degrees. There was no patient involvement.

Manufacturer narrative:
The complained heater cooler was inspected. The mains ac, cpu board and ring core transformer were replaced. After that, the device was tested: system heated and cooled as expected. Device returned to customer. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The claimed unit was manufactured in 2014 and one previous occurrence was reported. The replaced parts have not been requested for a specific investigation for the following reasons: no short-term or long-term trends have been detected for the reported type of failure; reportedly, no patient impact occurred; a complaints review was conducted and identified previous similar instances of the fault that had been investigated. According to the elements collected during the investigation of the previous complaint, it cannot be excluded that the replaced boards were faulty and caused the issue. Based on livanova knowledge, the failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro sub-components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D.4 additional unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code.